Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿pump failed the rotor error alarm test¿. The unit was triaged and the customer¿s reported condition was confirmed as the alarm was delayed. A rotor alarm test was performed five times and each time the time elapsed was measured to be greater than the maximum allowable time. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pump failed the rotor error alarm test.